Event description:
It was reported the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to an unspecified malfunction. The existing cylinders and pump components were explanted and replaced with new components. The existing reservoir remains implanted in the patient. The explanted components are not expected to be returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.

Event description:
It was reported the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to an unspecified malfunction. The existing cylinders and pump components were explanted and replaced with new components. The existing reservoir remains implanted in the patient. The explanted components are not expected to be returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.